Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose level of 1500 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. Reportedly, the customer used off-label insulin that had been exposed to extreme heat. Tandem technical support educated the customer on cartridge and insulin labeling.